Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. It was reported that on sep. 1, 2023, the product in question was used in the surgery via tka for the right oa to place tibial implants. In the surgery, the said product was damaged after being struck with a hammer several times. The surgery was completed successfully without any surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the sp2 tibial radel impactor was found broken in two parts across one the corners that connect with the universal handle. The allegation can be confirmed. The broken fragment was returned for evaluation. The observed condition could be attributed to unintended forces during device handling. A dimensional inspection for the sp2 tibial rade was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sp2 tibial radel impactor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot . The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the impactor was used in the surgery via tka for oa to place tibial implants. The impactor was damaged after being struck with a hammer several times. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.